Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated due to battery at end of life (eol). It was noted the device had gone to elective replacement indicator (eri) in 2010. It was also noted the right ventricular (rv) lead exhibited noise and low impedance. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.